Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, during pre-use self test, the cs300 intra-aortic balloon pump (iabp) device alarm electrical detection failed, alarm code 50. There were no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) checked machine and detected alarm code 50 before use, detected the motor drive board failure, applied for spare parts, and followed up. Replaced motor control board, the device no longer alarmed and started normally. System failure alarm, alarm occurred during the balloon test, and the motor positive pressure was found to be too low. Replaced 5000 maintenance kit. After replacing the 5000h maintenance kit, the functional parameters of the test equipment were normal and delivered for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during pre-use self test, the cs300 intra-aortic balloon pump (iabp) unit failed to alarm and electrical test code 5. There were no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1address :(B)(6). Due to character restrictions in block e1phone number: (B)(6).